Event description:
On 02/10/2025, a sales representative reported via email that an ar-3641sp self-punching knotless 2.6 fibertak anchor repair suture was cut during insertion and could no longer be used. The bone was very hard and was not prepared prior to insertion. No remnants of the anchor were left inside of the patient. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was received on 02/18/2025: there was no case delay, and no added anesthesia was administered. The case was completed using another ar-3641sp self-punching knotless 2.6 fibertak anchor. There were no adverse effects or significant damage on or after the surgery. This was discovered during a rotator cuff procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: b5, h3, h6.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.